Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). After a 3.00x38mm promus element plus stent was advanced through a kinked non-bsc guide catheter, resistance was met. The stent delivery system was continuously advanced and the stent of the device got dislodged inside the guide catheter. The dislodged stent was then removed together with the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).